Manufacturer narrative:
(B)(6). Pump received with corroded battery tube, broken battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corners, cracked case near display window corners, missing end cap sticker, address/serial number label missing and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer's husband reported that the battery compartment and reservoir compartment had crack. It was also mentioned that the reservoir was able to lock in place when inserted in insulin pump. Blood glucose level was unknown. The insulin pump will be returned for analysis.